Event description:
This 31 year old female underwent augmentation mammoplasty in 1977. The manufacturer of the breast implants is unknown to this reporting facility. In december, 1991, following a mammogram, patient developed left breast pain unrevealed with analgesics. The right and left silicone implants were found to be ruptured with silicone leakage throughout the capsule.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.